Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, temporary stoma was established due to ileus. Stoma was established again due to transverse colon cancer. Para-stoma hernia occurred and repaired. There was a complaint of recurrent hernia, ileus also occurred. Computed tomography(CT) was performed and noted that the small intestine prolapsed from ileus from the opposite side through the stoma, ileus was confirmed. Hernia was taken care by emergency treatment, when prolapsed again, reoperation was scheduled, ileus was released after ambrosia. Because only CT was performed, it was unable to confirm if there was mesh damage that caused the recurrence.